Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24-sept-2016, therefore no UDI. E1: reporter institution phone number: (B)(6) e1: reporter phone number: (B)(6). Analysis was performed by philips remote service engineer (rse). It was confirmed that the spo2 module is faulty and not monitoring. Needs to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 module. A replacement of the spo@ module was shipped to the customer and resolve the problem. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the patient monitor efficia cm10 indicating that the spo2 is not working. The device was in clinical use at time of event. There was no report of patient or user harm.